Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware issue. The investigation was performed considering complaint description, cs reports and system history. Upon investigation the service engineer checked the system and found a computer hardware issue which was responsible for the image composition. The service engineer replaced and returned the computer to the manufacturer for a detailed investigation. The returned computer was examined in detail and showed a defective dvd hard drive, however, this was not the cause of the reported behavior. According to the technical expert, an issue with the hdds or mainboard could cause such issues. After hardware replacement there were no further issues reported and the system works as intended. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic gen 2 system. During a patient examination, the user reported that the screen blacked out. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.